Manufacturer narrative:
Eval: snare and sheath returned only. Eval codes, results: stent dislodgement. Moderately calcified with 80% stenosis. Eval codes, conclusions: moderately calcified with 80% stenosis. Other, secondary intervention. Eval summary: medtronic has rec'd the device and its analysis has been completed. A snare device and sheath were returned; however, the delivery sys and the stent were not rec'd for eval. A request for clarification on the availability of the endeavor resolute device, and stent has been sent to the account.

Event description:
A 2.75 mm diameter x 24 mm length endeavor resolute rx drug-eluting coronary stent delivery sys was inserted into a pt for the treatment of a distal lad lesion. Lesion morphology was reported as moderately calcified with 80% stenosis. It is unk if the lesion was pre-dilated. It was reported that the stent was unable to reach the lesion and dislodged into the femoral artery. The stent was removed with a snare device. The pt was not stable due to a dissection in the left main. The dissection was treated with a stent. It was reported that the pt had an mi. However, after the stent was implanted the pt was fine.